Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain") and sjogren's syndrome ("sjogren's syndrome") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("heavy bleeding during menstruation/ prolonged and abnormal menses"), abdominal pain lower ("lower abdominal pain/ severe cramping"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), dental caries ("tooth decay"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), fatigue ("debilitating fatigue"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infections"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, menorrhagia, abdominal pain lower, dyspareunia, migraine, dental caries, abdominal distension, alopecia, fatigue, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, sjogren's syndrome, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 3-jul-2017: after a company internal review quality safety evaluation information was amended. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain"), sjogren's syndrome ("sjogren's syndrome / autoimmune disorder type of disorder: sjogren's"), neuropathy peripheral ("rare polyfiber neuropathy") and neurodegenerative disorder ("degenerative disease") in a 46-year-old female patient who had essure (batch no. 958705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 ((B)(6) 1988, (B)(6) 1994, (B)(6) 2001,(B)(6) 2003). Previously administered products included for an unreported indication: nortrel and morphine. Past adverse reactions to the above products included drug hypersensitivity with morphine. Concurrent conditions included paratubal cyst. Family history included colon cancer (mother) and coronary artery disease (father). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("debilitating fatigue / fatigue"), vulvovaginal mycotic infection ("vaginal infections / infection (bladder/urinary tract/vaginal) type: recurring vaginal infection") with vaginal discharge and fungal infection ("infection (other) describe: yeast infections"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy bleeding during menstruation/ prolonged and abnormal menses / abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced disturbance in social behaviour ("complete loss of interest for social engagement"), adjustment disorder with depressed mood ("depressed about not being able to physically participate in family activities"), hypoaesthesia ("numbness in extremities/numbness in my hands, arms, legs, face, neck and spine"), neck pain ("neck pain"), spinal pain ("spine pain"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain/ severe cramping"), dental caries ("tooth decay"), abdominal distension ("abdominal bloating"), neuropathy peripheral and neurodegenerative disorder (seriousness criterion medically significant). The patient was treated with gabapentin, gabapentin (neurontin) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, sjogren's syndrome, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, vulvovaginal mycotic infection, fungal infection, migraine, headache, disturbance in social behaviour, adjustment disorder with depressed mood, hypoaesthesia, neck pain, spinal pain and back pain had not resolved, the tooth disorder, neuropathy peripheral and neurodegenerative disorder had resolved and the abdominal pain lower, dental caries and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adjustment disorder with depressed mood, alopecia, back pain, dental caries, disturbance in social behaviour, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypoaesthesia, menorrhagia, migraine, neck pain, neurodegenerative disorder, neuropathy peripheral, pelvic pain, sjogren's syndrome, spinal pain, tooth disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. On 25-jun-2018: pfs completed. No new information provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain"), sjogren's syndrome ("sjogren's syndrome / autoimmune disorder type of disorder: sjogren's"), neuropathy peripheral ("rare polyfiber neuropathy") and neurodegenerative disorder ("degenerative disease") in a 46-year-old female patient who had essure (batch no. 958705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 ((B)(6) 1988, (B)(6) 1994,(B)(6) 2001,(B)(6) 2003). Previously administered products included for an unreported indication: nortrel and morphine. Past adverse reactions to the above products included drug hypersensitivity with morphine. Concurrent conditions included paratubal cyst. Family history included colon cancer (mother) and coronary artery disease (father). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("debilitating fatigue / fatigue"), vulvovaginal mycotic infection ("vaginal infections / infection (bladder/urinary tract/vaginal) type: recurring vaginal infection") with vaginal discharge and fungal infection ("infection (other) describe: yeast infections"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy bleeding during menstruation/ prolonged and abnormal menses / abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced disturbance in social behaviour ("complete loss of interest for social engagement"), adjustment disorder with depressed mood ("depressed about not being able to physically participate in family activities"), hypoaesthesia ("numbness in extremities/numbness in my hands, arms, legs, face, neck and spine"), neck pain ("neck pain"), spinal pain ("spine pain"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain/ severe cramping"), dental caries ("tooth decay"), abdominal distension ("abdominal bloating"), neuropathy peripheral (seriousness criterion medically significant) and neurodegenerative disorder (seriousness criterion medically significant). The patient was treated with gabapentin, gabapentin (neurontin) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, sjogren's syndrome, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, vulvovaginal mycotic infection, fungal infection, migraine, headache, disturbance in social behaviour, adjustment disorder with depressed mood, hypoaesthesia, neck pain, spinal pain and back pain had not resolved, the tooth disorder, neuropathy peripheral and neurodegenerative disorder had resolved and the abdominal pain lower, dental caries and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adjustment disorder with depressed mood, alopecia, back pain, dental caries, disturbance in social behaviour, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypoaesthesia, menorrhagia, migraine, neck pain, neurodegenerative disorder, neuropathy peripheral, pelvic pain, sjogren's syndrome, spinal pain, tooth disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: rare polyfiber neuropathy, degenerative disease. Outcome of events rare polyfiber neuropathy, degenerative disease were updated to recovered/resolved. Outcome of event dental problems was updated from not recovered/not resolved to recovered/resolved. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain"), sjogren's syndrome ("sjogren's syndrome / autoimmune disorder type of disorder: sjogren's"), neuropathy peripheral ("rare polyfiber neuropathy") and neurodegenerative disorder ("degenerative disease") in a 46-year-old female patient who had essure (batch no. 958705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 ((B)(6) 1988, (B)(6) 1994, (B)(6) 2001, (B)(6) 2003). Previously administered products included for an unreported indication: nortrel and morphine. Past adverse reactions to the above products included drug hypersensitivity with morphine. Concurrent conditions included paratubal cyst. Family history included colon cancer (mother) and coronary artery disease (father). Concomitant products included azithromycin, fluconazole, ibuprofen and tramadol. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("debilitating fatigue / fatigue"), vulvovaginal mycotic infection ("vaginal infections / infection (bladder/urinary tract/vaginal) type: recurring vaginal infection") with vaginal discharge and fungal infection ("infection (other) describe: yeast infections"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy bleeding during menstruation/ prolonged and abnormal menses / abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss / hair loss") and memory impairment ("memory issue"). On (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced disturbance in social behaviour ("complete loss of interest for social engagement"), adjustment disorder with depressed mood ("depressed about not being able to physically participate in family activities"), hypoaesthesia ("numbness in extremities/numbness in my hands, arms, legs, face, neck and spine"), neck pain ("neck pain"), spinal pain ("spine pain"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain/ severe cramping"), dental caries ("tooth decay"), abdominal distension ("abdominal bloating"), neuropathy peripheral (seriousness criterion medically significant) and neurodegenerative disorder (seriousness criterion medically significant). The patient was treated with gabapentin, gabapentin (neurontin) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, sjogren's syndrome, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, vulvovaginal mycotic infection, fungal infection, migraine, headache, disturbance in social behaviour, adjustment disorder with depressed mood, hypoaesthesia, neck pain, spinal pain and back pain had not resolved, the tooth disorder, neuropathy peripheral and neurodegenerative disorder had resolved and the abdominal pain lower, dental caries and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adjustment disorder with depressed mood, alopecia, back pain, dental caries, disturbance in social behaviour, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, neck pain, neurodegenerative disorder, neuropathy peripheral, pelvic pain, sjogren's syndrome, spinal pain, tooth disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received:event memory issue added.concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain"), sjogren's syndrome ("sjogren's syndrome / autoimmune disorder type of disorder: sjogren's"), neuropathy peripheral ("rare polyfiber neuropathy") and neurodegenerative disorder ("degenerative disease") in a 46-year-old female patient who had essure (batch no. 958705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4 (B)(6)1988, (B)(6)1994,(B)(6)2001,(B)(6)2003). Previously administered products included for an unreported indication: nortrel and morphine. Past adverse reactions to the above products included drug hypersensitivity with morphine. Concurrent conditions included paratubal cyst. Family history included colon cancer (mother) and coronary artery disease (father). Concomitant products included levonorgestrel since 2007 for contraception as well as aciclovir from 2014 to 2017, azithromycin, fluconazole, ibuprofen and tramadol. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("debilitating fatigue / fatigue"), vulvovaginal mycotic infection ("vaginal infections / infection (bladder/urinary tract/vaginal) type: recurring vaginal infection") with vaginal discharge and fungal infection ("infection (other) describe: yeast infections"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy bleeding during menstruation/ prolonged and abnormal menses / abnormal bleeding (menorrhagia)"). On (B)(6)2012, the patient experienced adjustment disorder with depressed mood ("depressed about not being able to physically participate in family activities"). On (B)(6)2014, the patient experienced memory impairment ("memory issue"). On (B)(6)2014, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6)2014, the patient experienced tooth disorder ("dental problems"). On (B)(6)2014, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6)2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), disturbance in social behaviour ("complete loss of interest for social engagement"), hypoaesthesia ("numbness in extremities/numbness in my hands, arms, legs, face, neck and spine"), neck pain ("neck pain"), spinal pain ("spine pain"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain/ severe cramping"), dental caries ("tooth decay") and abdominal distension ("abdominal bloating"). The patient was treated with gabapentin, gabapentin (neurontin) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, sjogren's syndrome, neuropathy peripheral, neurodegenerative disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, vulvovaginal mycotic infection, fungal infection, migraine, headache, disturbance in social behaviour, adjustment disorder with depressed mood, hypoaesthesia, neck pain, spinal pain, abdominal pain lower, dental caries, abdominal distension and memory impairment had resolved and the vaginal haemorrhage, menorrhagia and back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, adjustment disorder with depressed mood, alopecia, back pain, dental caries, disturbance in social behaviour, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, neck pain, neurodegenerative disorder, neuropathy peripheral, pelvic pain, sjogren's syndrome, spinal pain, tooth disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: full occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received : onset date of events and event outcomes were updated. Concomitant medications were added. Fup 9 and fup 10 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain") and sjogren's syndrome ("sjogren's syndrome / autoimmune disorder type of disorder: sjogren's") in a 46-year-old female patient who had essure (batch no. 958705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 4 ((B)(6) 1988, (B)(6)1994, (B)(6) 2001, (B)(6) 2003). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("debilitating fatigue / fatigue"), vaginal infection ("vaginal infections / infection (bladder/urinary tract/vaginal) type: recurring vaginal infection") with vaginal discharge and fungal infection ("infection (other) describe: yeast infections"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy bleeding during menstruation/ prolonged and abnormal menses / abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced disturbance in social behaviour ("complete loss of interest for social engagement"), depressed mood ("depressed about not being able to physically participate in family activities"), hypoaesthesia ("numbness in extremities/numbness in my hands, arms, legs, face, neck and spine"), neck pain ("neck pain"), spinal pain ("spine pain"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain/ severe cramping"), dental caries ("tooth decay") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, sjogren's syndrome, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal infection, fungal infection, migraine, headache, disturbance in social behaviour, depressed mood, hypoaesthesia, neck pain, spinal pain and back pain had not resolved and the abdominal pain lower, dental caries and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, depressed mood, disturbance in social behaviour, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypoaesthesia, menorrhagia, migraine, neck pain, pelvic pain, sjogren's syndrome, spinal pain, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, infection (other) describe: yeast infections, headaches, psychological or psychiatric problems condition: complete loss of interest for social engagement, depressed about not being able to physically participate in family activities, numbness in extremities, neck pain, back pain, spine pain", reporter, lot number, historical condition, patient information added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.